Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance due to lead fracture. The lead was surgically abandoned. No additional adverse patient effects were reported.